Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Attempted to extract data from returned sensor but the sensor did not read. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly). Observed that the antenna and battery had been damage due to de-casing and was unable to re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly). This damage will render the antenna unable to communicate. The returned battery has been measured and results were not within specification due to the damage from de-casing. Therefore, this issue is unable to test. Extended investigation has been also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "could no longer speak properly and could only walk with support and with help" and a loss of consciousness. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "could no longer speak properly and could only walk with support and with help" and a loss of consciousness. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.